Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, system IV fluids was not crossing over to device. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist made multiple attempts to reach the customer to obtain information on order ID, med ID and pyxis station. But unfortunately, the tss have not received any response from the customer and tss proceeded with case closure.